Event description:
Ous MDR - after an implantation time of about 10 months, oversensing was reported.

Manufacturer narrative:
Ous MDR. Upon receipt the lead was subjected to visual, mechanical, and electrical analysis. The analysis of the lead did not show and deviations from the tech specifications that could be related to the issues mentioned in the complaint description. In particular, the inspection of the lead did not show any deviations from the electrical specs. The analysis did not reveal any signs of material of mfg problem.